Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist customer with her low blood glucose. Nothing further was reported.

Manufacturer narrative:
Unable to prime during prime alarm test due to faulty force sensor. Missing segments noted on display during self test due to cracked lcd board zebra connector. Scratched display window noted. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed displacement and basic occlusion test.